Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated mid left anterior descending artery with four xience v stents sizes, 3.0 x 23, 2.5 x 15, and two 2.5 x 12. On (B)(6) 2010, the patient experienced angina and ischemia during a functional stress test. The patient underwent percutaneous coronary intervention in the target vessel with balloon angioplasty. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a cervical procedure to implant posterior fixation. The powered instrument could not fit to drill bit that was used to help to implant the fixation screws. The drill bit was not used. Another instrument was used to prepare the holes to implant the screws. Immediate post op it was found that the odontoid screw was not implanted deep enough therefore the construct may not be stable. The revision surgery was performed 7 days post op. One of the screws was confirmed backed out about 10mm from the treated bone. No patient complications were reported after the revision surgery.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.